Event description:
Ventilator settings were pcv mode, inspiratory pressure level 35 cm water, rate 14, fi oxygen 1.00, and peep 15 cm water. Ventilator was not ventilating. There was no airway pressure or manometer needle movement. Other modes of ventilation showed positive pressure. The pt was ventilated with a manual resuscitator with oxygen flow at 1.5 liters per minute and a peep value set at 14 cm water. The ventilator was removed and another ventilator placed on pt.